Event description:
Reportedly, an ats 3f aortic valve was explanted due to severe aortic insufficiency as seen on transthoracic echo. Doctor reported that the tabs did not appear to be 120 degrees apart. They were not equal distent. At implant, the intraoperative echo showed mild aortic insufficiency. Cardiologist thought it was ok. Couple of days later, decided to do another echo. Valve was replaced with another MFR's stented valve. Ats valve was discarded at the hospital. Pt is reportedly doing fine. Doctor reported that the quality of the intraoperative echo was not very good. In addition, there may have been some dilatation in the aorta. Doctor does not feel that there was anything wrong with the ats valve. Rather, it was the way it may have been implanted. No further info is available at this time.

Manufacturer narrative:
Valve discarded at hospital. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.